Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failure to aspirate was confirmed but the exact cause remains unknown. One 4 fr groshong catheter was returned for evaluation. A product label was returned which indicated lot: reen2065. The catheter extended from the 40 cm depth marker. The two-piece connector was not returned. Blood residue was visible within the tubing throughout the length of the catheter. The catheter was flushed with water using a 12 ml syringe. The catheter was found to be occluded but did intermittently allow small amounts of fluid to flow through. An attempt to aspirate was unsuccessful. Microscopic observation of the valve slit revealed dried blood residue within the catheter near the slit. The valve slit length was measured and was found to be within manufacturing specification. The residue present within the catheter was observed to restrict flow during infusion and aspiration. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure which may have also been a potential contributing factor. Catheter maintenance may have also been a contributing factor. Since the catheter was found to be unable to aspirate, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reen2065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood return could not be confirmed just after the groshong catheter was placed in the patient. There was no reported patient injury. On (B)(6) 2020-the catheter was found to be occluded but did intermittently allow small amounts of fluid to flow through.